Event description:
Unomedical reference number (B)(4). Event occurred in united states this emdr is for an unknown additional quantity of tubing issues from unknown market unit. It was reported that the patient experienced tubing issues with 40 infusion sets, specifically leaking at the site. The event occurred between 01 february 2023 and 17 april 2024. The infusion set was in use for 1-2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. The patient had a heavy body type and rotated the site well. The infusion set was changed every 2 days. The tubing did not get pulled often, and the site did not get bumped frequently. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03646- device 1 of 2.